Event description:
Koru medical became aware of the following report during a literature search review stating "one time the syringe flew out of the device and hit me in the face. And that was because I did not wind the tab [on the freedom60 pump] back before I put the syringe into the device. And so when I turned it on, it [the syringe] flew out and hit me in the face." No further information is known or reported. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Article information: patient experience and improvement opportunities in self-administered, large-volume subcutaneous infusions at home chris franzese, james hawthorne, dimos katsaros & marty coyne to cite this article: chris franzese, james hawthorne, dimos katsaros & marty coyne (2025) patient experience and improvement opportunities in self-administered, large-volume subcutaneous infusions at home, patient preference and adherence, , 2459-2491, doi: 10.2147/ppa.s515565. To link to this article: https://doi.org/10.2147/ppa.s515565. A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.